Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) levels ranging between 35-40 mg/dl. Reportedly, the customer experienced seizure which resulted in bruising. Customer¿s bg was treated intravenously with fluids of saline. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer¿s personal profile required adjustments. Additionally, the customer alleged that they had inadvertently delivered a 10 unit bolus via the pump. Tandem technical support (cts) performed a pump system check and performed a pump data log review to determine a possible cause, however, cts found that the pump performed as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."